Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported that the date and time of their freestyle flash blood glucose monitor was not displaying properly. As a result, they reported adjusting their insulin, and then reported feeling shaky and sweaty. They reported that their glucose dropped from 240 mg/dl to 50 mg/dl during an unspecified amount of time. Customer went to a local emergency room by ambulance, where he was diagnosed with hypoglycemia, and while in the ambulance, an IV treatment of glucose was administered in order to stabilize glucose levels.